Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Upon the initial inflation attempt, the balloon ruptured at 10 atmospheres of pressure. As a result, the proximal portion of the stent was not expanded. Attempts to fully expand the stent with another balloon catheter were unsuccessful. The pt was subsequently sent for coronary artery bypass graft surgery. The surgery was successful. There were no clinical sequelae reported relative to this event.